Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room (ER) on (B)(6) 2024 with a blood glucose of 400 mg/dl to "high", a specific value was not provided, with high ketones. The customer attempted to treat with a manual dose injection, however, was treated in the ER intravenously with fluids of saline and insulin. The customer was released from the hospital on (B)(6)2 024 with no permanent damage. The customer reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.